Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Explantation date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 400cc mentor memorygel breast implant prostheses and suffered several unexplained systemic symptoms, including neck pain, back pain, weight gain, dry eyes, food intolerance, unspecified sickness, metal intolerance, joint pain, and cystic acne. No device issue was reported. The patient had a consultation with a healthcare professional. However, the root cause of the patient¿s symptoms is unknown. As a result, the patient is scheduled to undergo bilateral removal without replacement on (B)(6) 2021. This report is for the right-sided prosthesis.